Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, 3 microsensors malfunctioned in recorded incident. The patient experienced head trauma due to an auto accident, first microsensor was implanted before ms was zeroed so it had to be removed. Replacement ms was implanted correctly but icp through directlink still showed -2 to -4. 3rd ms was implanted using icp express and icp showed +3 to +6 which was closer to clinical expectations. No delay reported.

Manufacturer narrative:
It was previously reported that the device would be made available for evaluation; however, attempts to obtain the sample were not successful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no device or lot number information has been provided; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.